Event description:
It was reported that at an aveir implant procedure, the leadless pacemaker's helix was sprung. The device was not used, and a new one was implanted. There were no patient consequences.

Manufacturer narrative:
Correction - checked "foreign" box in field g2.

Manufacturer narrative:
The reported event of stretched helix was confirmed. Visual analysis noted that the helix was stretched out of specification; helix elongation is consistent with occurring during the procedure. Further analysis performed found no anomaly. Longevity assessment found battery voltage above the elective replacement indicator (eri) voltage with appropriate remaining longevity.